Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 20 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found damage on the proximal end, with strut row 4 pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within the max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified a midshaft break close to the port bond, 123cm distal to distal strain relief with the core wire exposed. Multiple kinks and inner damage along the detached polymer extrusion and mid-shaft was also observed. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-apr-2019. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and mid shaft detached/separated.